Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased and hormone level abnormal had resolved and the menorrhagia, rash, skin disorder, hypersensitivity, allergy to metals, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date provided as (B)(6) 2009. Surgical pathology report: cervix: nabothian cysts. Endometrium: secretory endometrium. Myometrium: adenomyosis, leiomyoma (0 .6 cm). Uterine serosa: no histologic abnormality. Right fallopian tube: paratubal cyst. Left fallopian tube: no histologic abnormality. Implanted birth control medical device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased and hormone level abnormal had resolved and the menorrhagia, rash, skin disorder, hypersensitivity, allergy to metals, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date provided as (B)(6) 2009. Surgical pathology report: cervix: nabothian cysts. Endometrium: secretory endometrium. Myometrium: adenomyosis, leiomyoma (0 .6 cm). Uterine serosa: no histologic abnormality. Right fallopian tube: paratubal cyst. Left fallopian tube: no histologic abnormality. Implanted birth control medical device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received. Essure lot number was added. This case is medically confirmed. Reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased and hormone level abnormal had resolved and the menorrhagia, rash, skin disorder, hypersensitivity, allergy to metals, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date provided as (B)(6) 2009. Surgical pathology report: cervix: nabothian cysts. Endometrium: secretory endometrium. Myometrium: adenomyosis, leiomyoma (0 .6 cm). Uterine serosa: no histologic abnormality. Right fallopian tube: paratubal cyst. Left fallopian tube: no histologic abnormality. Implanted birth control medical device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased and hormone level abnormal had resolved and the menorrhagia, rash, skin disorder, hypersensitivity, allergy to metals, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date provided as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received:previously reported event ¿injury¿ replace with "pelvic pain", events "abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash, skin condition, hypersensitivity, nickel allergy, bladder infection, vaginal infection, uti, fatigue, hair loss, weight gain, hormonal changes", reporter, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.